Manufacturer narrative:
(B)(4). Investigation: the device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Tissue and charred material was detected on the jaws. A visual inspection was conducted. The silicone insulation on the cold jaw was partially torn away from the tip, yet remained attached. Based on the condition of the device as received, the reported failure "peeled jaw" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro insulation on the jaws cracked. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro insulation on the jaws cracked. A replacement device was used to complete the procedure. The hospital did not report any patient effects.